Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the male end of the tubing popped off of the angiocath and leaked while the patient was undergoing an or procedure. There was no patient harm.